Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that there was fire incident in the picu. The agila was all burned. There was no person at that moment, so no injury reported.

Manufacturer narrative:
When the nurse connected an external device to an electrical socket of the agila column a strong spark appeared, and smoke came out of the agila column. The nurse disconnected the external device from the agila column and went for help. The fire was extinguished by hospital-staff and then the gas supply was disconnected manually from outside the room (area control unit) before the fire brigade arrived. The most likely fault sequence were one or more short circuit scenarios in combination with a faulty circuit breaker in the hospital installation. A problem with the circuit breaker was confirmed after the event. The circuit breaker is not part of the supply unit but part of hospital infrastructure and therefore under responsibility of the hospital. Theoretically the following short-circuit scenarios are conceivable: 1. Faulty external device (weigao micro pump). 2. Electrical overload on the electrical circuit. 3. Poor contact between socket and plug (high transfer resistance under load). 4. Pre - damaged electrical sockets probably caused by misuse (pushed too hard during insertion plug to socket). From the photos and information available it cannot be determined which of the above-mentioned scenarios are the most likely ones. Pre - damaged electrical sockets (scenario 4) were found during investigation as well as socket shows an unusually strong contamination with dust. This could also be the reason of a high transfer resistance (scenario 3. Poor contact). Further information on scenario 1 and 2 are not available. As the circuit breaker was found faulty, the short circuit may not have been not interrupted and the resulting high currents may have heated up the electrical socket and cables inside the agila column. Due to this heat up the cable isolation may have caught fire which may have damaged the medical gas hoses until pure oxygen was leaking which may have further boosted up the situation. The supply unit was not serviced by dräger since installation in 2012. The IFU requires an electrical safety test, test for leakages and visual inspection of device latest after 5 years. Dräger agila column contains a fire enclosure concept according to iec 60601-1. Dräger medical supply units meets all requirements of: iec 60601-1:1988+a1:1991+a2:1995 medical electrical equipment- part 1: general requirements for basic safety and essential performance, din en iso 11197:2004 medical supply units and din en iso 5359:2008 low-pressure hose assemblies for use with medical gases which was valid at production date of the agila column (2011) a similar event has not been reported before for an agila supply unit. The observed event is no general design issue.

Event description:
It was reported that there was fire incident in the picu. The agila was all burned. There was no person at that moment, so no injury reported.